Event description:
An impella cp was inserted via right femoral artery in a 59 year old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient received support from the cp while in the intensive care unit. On day 3 of support, the patient was having black stools and hemoglobin decreased from 9 to 7. An unknown amount of blood products were transfused and cp flow decreased to p-2. On day 5 of support, the device was explanted. Bleeding is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1 (brand name) has been updated. D4 (primary UDI number) has been added. Ppae (anemia/major bleed) : the cause of the injury was not determined due to insufficient clinical details.